Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of feeding tube detached.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2025. During the procedure, a peg tube was inserted over the guidewire through the mouth and advanced until the end of the tube was visible at the puncture site on the anterior abdominal wall. Traction was then applied to facilitate the tube passage through the abdominal wall. When passing the connector through the abdominal wall, the two portions of the tube became separated, one part inside the patient and the other outside the patient. The guidewire was in place allowing both the external and internal portions to be retrieved. The procedure was completed using a non-boston scientific device. There were no patient complications reported as a result of this event.